Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the distal lateral femur plate axsos 3 ti for left femur 12 hole / l274mm broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a patient/user related issue. The plate breakage was caused by extensive postoperative loading. The surface of the fracture with typical characteristics of a fatigue breakage indicates postoperative loading; see polished parts on the fracture surface in figure 3 and 4. Operative technique: axsos 3 titanium locking plate system (B)(4). The following statement related to the reported failure mode is included: ¿obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself patients having inadequate tissue coverage over the operative site. Implant utilization that would interfere with anatomical structures or physiological performance any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care¿ [original statement]. Instructions for use, v15013 rev m non active implant IFU ot-IFU-105 rev 2: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ [original statement]. Instructions for the patient regarding correct behavior and activity after the implantation must be given by the surgeon. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the surgeon replaced the broken distal lateral femur plate.

Event description:
It was reported that the surgeon replaced the broken distal lateral femur plate.